Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c, d, g PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the pain reported cannot be conclusively determined. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, was not provided. An image and a radiograph were provided, and they appear unremarkable. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: a284211, 300-30-09: equinoxe preserve stem 9mm. A536818, 320-10-00: equinoxe reverse tray adapter plate tray +0. A538637, 320-15-05: eq rev locking screw. A535995, 320-20-00: eq reverse torque defining screw kit. S426082, 320-20-22: eq rev compress screw lck cap kit, 4.5 x 22mm. S432318, 320-20-34: eq rev compress screw lck cap kit, 4.5 x 34mm. A474415, 320-31-36: glenosphere, 36mm. A522660, 320-35-01: small glenoid plate. A520389, 320-36-00: 145-deg pe 36mm hum liner +0. A385270, 321-52-07: 3.2mm drill bit sterile.

Event description:
It was reported that a 69 yo female patient, initial left shoulder implanted in (B)(6) 2023, underwent a revision procedure in (B)(6) 2024, approximately 1 year post the initial procedure. The patient presented to the surgeon with complaints of pain. The liner, tray and glenosphere were exchanged. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray image was provided. The explanted devices are not available due to the facilities chain of command policy. Device image was provided. No further information.